Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.

Event description:
It was reported that the device went into backup vvi mode during hv charging and caused power on reset. External defibrillation was provided. Hv function was damaged due to charging so the device was explanted and replaced. There were no adverse events during device upgrade procedure and patient's condition was normal.